Event description:
It was reported that the patients implantable pulse generator (ipg) caused an excruciating pain. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.